Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 3 weeks post lens implant into the right eye, the patient experienced blurry vision when reading as well as double vision and halos. Depth perception was off and worse at night. Patient was diagnosed with z-syndrome and tilted pc iol. A yag was performed at unknown date and apparently did not resolve the vault and required lens exchange. The physician assessed the event was due to "short eye capsular contraction". The lens was explanted approximately 4 months post-implant and replaced with another lens of different model and diopter power. Patient's current condition was reported as "good, continuing post-op regimen".

Manufacturer narrative:
The device was returned for analysis. Visual inspection found both haptic plates torn off and missing. The optic is torn nearly in half. Functional and dimensional testing could not be performed due to the damage. Cause of damage cannot be determined. The device history record (DHR) review indicated no anomalies. Based on the information available, the root cause of the reported event could not be conclusively determined.